Event description:
I have concerns about the stelo continuous glucose monitoring device. When I change sensors (I have been using it on and off for about 4 months), the average glucose in a two-week period can vary by 20-30 mg/dl with no changes in diet, exercise or other activities - it can change by that amount simply during the few minutes it takes to change the sensor. I have tried to reach out to the company several times and cannot get a satisfactory answer. I happen to be an md as well, and I am concerned that patients may be getting incorrect information from their devices. I understand that different placement sites can affect readings - but that sort of variability in my opinion makes the readings almost useless. I think the company's claims are overstated. I think this is in need of post-marketing follow up.